Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the loop of a 5f exoseal vascular closure device (vcd) could not be deployed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta) case. The lesion was the lower limbs. A 5f non-cordis sheath was used. The visual indicator window did not change the color. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18387385 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator wire deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the loop of a 5f exoseal vascular closure device (vcd) could not be deployed. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta) case. The lesion was the lower limbs. A 5f non-cordis sheath was used. The visual indicator window did not change the color. The device will not be returned for evaluation.